Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the red button would not come back up after being depressed.